Event description:
It was reported that a patient underwent a ventral hernia repair procedure three years ago and mesh was implanted. On (B)(6) 2014, the patient underwent a recurrent hernia repair procedure that was not related to the mesh, but due to 40lb weight gain. During this open procedure, the previous mesh was found adhered to the small bowel. The surgeon removed parts of the mesh, lysed the adhesions and then removed the bowel from the mesh. An enterotomy was performed as the adhesiolysis created a defect in the jejunum intra-operatively. The procedure was completed with a different type of mesh. The surgeon opines that the film on the mesh made the mesh stick to the bowel. Currently, the patient is doing ok.

Manufacturer narrative:
(B)(4). Three years ago, the patient underwent laparoscopic repair of ventral small size primary hernia. In the (B)(6) 2014, the patient experienced pain and was diagnosed with hernia recurrence. On (B)(6) 2014, the patient underwent repair of recurrent midline hernia due to pain. During the hernia repair procedure, the small bowel and visceral tissues also adhered to the abdominal wall surrounding the mesh. Since removing the mesh, freeing the small bowel and repairing the hernia, the patient has been doing well and was asymptomatic at the last post-op visit.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.